Event description:
It was reported, during preparation for use of an unspecified therapeutic procedure the subject device had had a tear in the cord. The procedure was completed using a similar device. No delay and no patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. No reportable malfunctions were identified during the device evaluation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use of an unspecified therapeutic procedure the subject device had had a tear in the cord. The procedure was completed using a similar device. No delay and no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.